Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on approximately (B)(6) 2025, the patient experienced a hyperglycemic event. The parent was unsure if the cgm device was reading inaccurate during the event. The parent stated that she was called by the school nurse and was informed that the patient had high readings and a presence of ketones. There were no specific symptoms reported and the cgm reading was 17.0 mmol/l at that moment. The school nurse took a fingerstick, but the parent was unaware of the reading, and if the cgm reading was inaccurate. The parent picked up the patient and went to the hospital. When ketones were tested these were 4.8 mmol/l, but no blood glucose reading was reported from the hospital. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids and was discharged on the same day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.